Manufacturer narrative:
The customer indicated that the device was discarded. The list and lot numbers were not identified; therefore, an investigation could not be performed. The international affiliate was contacted and info on reprocessing of the device was requested. No response has been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
Report received from an international affiliate ((B)(4)) of backflow of normal saline solution into the pain medication container. The report reads: "when pca bag change was required, nursing staff went to change the bag and for some reason removed the cassette at the same time. Upon reinsertion of the cassette, the pump alarmed that the cassette was not properly in place. The nursing staff repositioned the cassette and this time they heard it click into place and there was no pump alarm. Approx 12 hours later the pt was in severe pain and it was then noticed that the bag containing 100ml of pca fluid actually contained approx 200ml of fluid (when there should have been approx 50ml's of pca fluid left in the bag). Nursing staff believe that there was backflow of normal saline fluid from the other IV bag that was hung and running at the same time though the second IV line which was connected at the y-porton the IV set. The pump was then disconnected and immediately replaced with another of the same type. There were no further problems after pump change. The pt did not suffer any direct adverse effect other than severe pain, and recovered well." The report also indicated that the customer felt that the event may have been the result of an improperly functioning anti-siphon valve. Though requested, no add'l info was available.